Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with angina and the procedure was performed to treat a de novo lesion in the left circumflex (cx) coronary artery with mild calcification and moderate tortuosity. The 3.0x18mm xience prime stent delivery system (sds) was implanted when a dissection was noted. Another non-abbott stent was used to treat the dissection and complete the procedure. There was a delay in the procedure; however, there were no adverse patient sequela. No additional information was provided.